Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends revealed a gradual rise in measurements over the past year. Rv threshold has also increased from 0.6v at implant to 2.1v @1ms in april. Technical services (ts) reviewed troubleshooting options and possible causes. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b1: updated adverse event and product problem. Correction h1: updated report type to serious injury.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends revealed a gradual rise in measurements over the past year. Rv threshold has also increased from 0.6v at implant to 2.1v @1ms in april. Technical services (ts) reviewed troubleshooting options and possible causes. This lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker system entered safety mode, and the patient was scheduled for a device replacement and a rv lead extraction due to lead fracture. Due to the safety mode switch, the device was operating in unipolar and automatic gain control (agc) 0.25 mv. It was noted that the rv lead had already been programmed to unipolar, but now rv sensitivity was 0.25 mv. The patient had lost atrioventricular (av) synchrony and had no underlying rhythm. It was noted that the increased rv outputs would impact battery longevity, and urgent device changeout was recommended. Subsequently, the pacemaker and rv lead were explanted and replaced two weeks sooner than previously scheduled. No additional adverse patient effects were reported. The rv lead was retained by the explanting facility and was not expected for return analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends revealed a gradual rise in measurements over the past year. Rv threshold has also increased from 0.6v at implant to 2.1v @1ms in april. Technical services (ts) reviewed troubleshooting options and possible causes. This lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker system entered safety mode, and the patient was scheduled for a device replacement and a rv lead extraction due to lead fracture. Due to the safety mode switch, the device was operating in unipolar and automatic gain control (agc) 0.25 mv. It was noted that the rv lead had already been programmed to unipolar, but now rv sensitivity was 0.25 mv. The patient had lost atrioventricular (av) synchrony and had no underlying rhythm. It was noted that the increased rv outputs would impact battery longevity, and urgent device changeout was recommended. Subsequently, the pacemaker and rv lead were explanted and replaced two weeks sooner than previously scheduled. No additional adverse patient effects were reported. The rv lead was retained by the explanting facility and was not expected for return analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b1: updated adverse event and product problem. Correction h1: updated report type to serious injury. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed lead damage. Additionally, visual examination of the lead noted calcification of body fluids on the helix tip and outer insulation. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends revealed a gradual rise in measurements over the past year. Rv threshold has also increased from 0.6v at implant to 2.1v @1ms in april. Technical services (ts) reviewed troubleshooting options and possible causes. This lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker system entered safety mode, and the patient was scheduled for a device replacement and a rv lead extraction due to lead fracture. Due to the safety mode switch, the device was operating in unipolar and automatic gain control (agc) 0.25 mv. It was noted that the rv lead had already been programmed to unipolar, but now rv sensitivity was 0.25 mv. The patient had lost atrioventricular (av) synchrony and had no underlying rhythm. It was noted that the increased rv outputs would impact battery longevity, and urgent device changeout was recommended. Subsequently, the pacemaker and rv lead were explanted and replaced two weeks sooner than previously scheduled. No additional adverse patient effects were reported. The rv lead was retained by the explanting facility and was not expected for return analysis.